Event description:
It was reported that the needle mechanism deployed before applying the pod onto their body. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the needle mechanism assembly fully deployed. The download data shows that the pod completed both priming sequences within the expected number of pulses and delivered four additional pulses before being deactivated. No damages or defects were noted with the needle mechanism assembly that would result in the needle deploying early, however it could not be determined when the needle deployed. The exact cause of the reported needle deploying early could not be determined.